Event description:
Patient was revised due to pain and fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the following: the patient suffered persistent and intense left hip pain and difficulty walking. The patient had elevated metal ion levels, which are being monitored by his surgeon. Exploration during his revision surgery revealed a significant amount of fluid in the left hip.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.